Event description:
Respiratory therapist reported unit was switching from alternating current to synchronized intermittent mandatory ventilaition mode without intervention. The customer reported the ventilator rate remained constant and other values did not change. The customer reported the ventilator was removed from use, with no harm to the pt.